Event description:
It was reported by the patient that they their heart rate was 148 beats per minute pulse when checked with a home oximeter, however the implantable cardiac monitor did not automatically collect the episodes. Information from the clinic indicates there have been no further issues. No reprogramming was done and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).